Manufacturer narrative:
The pump passed rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The pump was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. There were no traces of moisture noted at electronic or motor assemblies per visual inspection. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with unresponsive buttons. It was reported that the customer tried to change battery, but received button error alarm. It was reported that the customer was not able to clear the alarm. The customer's blood glucose level was reported to be 41.4mg/dl. It was reported that the customer's level had gone up to 97.2mg/dl. It was reported that the pump would be replaced and returned for analysis.